Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: date device returned ¿ additional d9: device returned to MFR ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Data analysis confirmed a transmitter failed error for 83m3cb, on 04/07/2024. At that time, the transmitter was activated for 83 days with a dynamic voltage of 286. The difference in dynamic voltages between the entry closest to the failed transmitter and the prior day was 1.the probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.